Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported a leak within the infusion device. The patient alleged this was due to damaged pump threading in the housing of the cartridge compartment. No adverse event was reported. The infusion device was requested to be returned for product evaluation.